Manufacturer narrative:
Hologic product application specialist (pas) reviewed the logs and found no sign of hardware or assay reagent issues. The issue seemed to be sample-related, possibly low-target samples. Technical support (ts) and field application specialist (fas) advised customer on proper sample preparation. No further issues reported. (B)(4). FDA clarified that as part of the conditions for the emergency use authorization of sars-cov-2 assays, manufacturers are required to track adverse events including any occurrence of "false/discrepant/questioning results", confirmed or unconfirmed, and report to FDA in accordance with 21 cfr part 803. Hologic, retrospectively is reporting complaints initiated from (B)(6) 2020 to present.

Event description:
Customer requested a log review of a sars-cov-2 run, wl (B)(6). Three samples had tested positive when run on a cepheid instrument but were negative when run on the panther. Customer used assay lot 274448 on panther instrument sn (B)(4) and only retested one sample with sufficient volume, which was positive.